Manufacturer narrative:
This is a duplicate of manufacturing report number 1818910-2011-1

Event description:
Patient revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.